Event description:
Nurse practitioner attempted to remove chest tube that was placed during an abdominal aortic aneurysm repair in the or, the first tube was pulled without problem, the second chest tube when pulled snapped and broke off. Approximately a 3 inch portion of the tube stayed in situ.plan to leave in situ. Ten days after the procedure, patient returned to or for surgical removal of retained chest tube.